Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained from a patient sample when tested on a vitros 3600 system. No malfunction of the vitros (B)(6) reagent or vitros 3600 system was identified. The vitros (B)(6) result was discordant with (B)(6) results obtained from two different non vitros systems. The customer learned the patient had undergone annual (B)(6) testing going back to 2004, and the patient tested (B)(6) using non vitros (B)(6) systems. There were separate occurrences in 2008 and again in 2010 were the patient tested (B)(6) using an unidentified vitros system. Additional testing of the most recent sample from the patient ((B)(6) 2011) performed by the customer could not rule out the possibility that an unknown sample interferent had contributed to the (B)(6) result. The investigation was unable to determine the root cause of this event.

Event description:
A customer observed a (B)(6) result from a patient sample using the vitros 3600 immunodiagnostic system, when compared to results from two different non vitros systems. A biased result of the direction and magnitude observed could lead to inappropriate physician action. The (B)(6) was reported outside the laboratory. Once identified, a corrected result was issued. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)